Event description:
It was reported that the right ventricular (rv) lead dislodged shortly after original implant. It was noted there was oversensing and no capture measured during follow up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).